Manufacturer narrative:
Corrected d3 and g1 with accurate manufacturer contact info. Corrected d3 with coronavirus antigen detection test system. Corrected g4 to accurate PMA/510(k) number (B)(4).

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 152003 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 152003, test base part number 195-430wl/ lot: 147873. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 152003 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unconfirmed false negative result with the binax now covid-19 ag self test performed on (B)(6) 2021. The second test was performed on (B)(6) 2021 at a clinic and generated positive results. The last test was performed on (B)(6) 2021 generated negative results. No additional patient information, including treatment and outcome, was provided.